Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called and reported experiencing low blood glucose of 25 mg/dl. The customer stated she did not know why her blood glucose was low and ate three packets of sugar and went to the doctor's office to follow up. A couple of weeks following this, customer reportedly ate, gave herself a bolus, and an hour later, her blood glucose was 577 mg/dl. The customer went to the doctors office and doctor advised to go on a continuous glucose monitoring system, and the customer switched over to this system.